Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe was plugged during vitrectomy surgery. The procedure was completed. It was unknown how the procedure was completed. There was no information about patient impact.

Manufacturer narrative:
Additional information provided in h.6., and h.11. No technical inquiries were received from the customer. A sample was not received at the investigation site for evaluation for the report. Therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. The lot/batch/serial is unknown; therefore, a service history review cannot be performed. No photo(s) and/or video(s) was provided for evaluation by the reporter and a sample was not received at the investigation site for evaluation. The reported complaint was evaluated and does not meet criteria for reporting per applicable medical device regulations, does not meet criteria for a critical event, and a customer response was not requested. A review of production information, complaint history, and servicing was not performed as the lot/batch/serial number is unknown. A complaint sample, photo, and/or video was not provided for evaluation. Based on the investigation, a failure of the device, labeling, or packaging to meet specifications could not be confirmed. Quality assurance has evaluated and investigated this complaint. Complaints are reviewed and monitored for adverse trends on a monthly basis and alcon will continue to monitor data for evidence of adverse trending and take further action, if appropriate. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).